Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the reported information it was presumed that the image of the endoscope mask became gray due to the failure of the op-amp circuit. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Evaluation determined a faulty patient board causing no image. The latch lock was found worn out on the video connector causing loss of the image when the cable was being wiggled. The identified parts were replaced, device was repaired. Software was upgraded and device was tested , passed all required testing and specifications.

Event description:
It was reported that the device exhibited gray image. The user reported that the issue likely was due to connector¿s pins in the video processor. There was no patient involvement on this report.